Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states on 15-aug-2024, it was reported that the patient faced infusion set kinked cannula. Patient took manual injection and bolus to address high bg. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.